Event description:
It was reported that during a left colectomy procedure when the surgeon was attaching the device to the patient the blue seal ripped around the edge of the device. No other devices had been introduced into the device at the time. A new like device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
Date sent: 11/16/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.